Manufacturer narrative:
Returned for evaluation was one 14cm probe. As received, there appeared to be a gap between the needle/ceramic tip. During functional testing the reflected power was low and water was not heated as is expected. In addition, the ceramic tip of the device had a gap of approximately 1.5 mm between the ceramic tip and the shaft. The tip was tugged and remained attached to the shaft. An ablation cycle of 6 min @ 140w was run. Delivered power was showing 114-117w. The water in the beaker was not warming indicating the device was not functioning properly. After the cycle the tip was again tugged lightly and it detached from the shaft. There were signs of a thermal event evident by melted copper on the semi-rigid outer jacket. The center conductor was melted which is the likely source of the copper. The customer's reported complaint of probe malfunction (ablation size smaller than expected) was confirmed. Root cause for the energy delivery malfunction and tip fracture could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Note: the initial MDR for this event was submitted on november 18, 2021. When submitting the final report, the acknowledgements indicated the initial report was not received, although the initial report acknowledgments stated the report had passed. Therefore, as a resolution to the issue, the initial report is being resubmitted an includes the investigation results.

Event description:
A physician reported an issue with a 14cm solero applicator. During a procedure, the unit was set at 140w for 4 minutes, with a reflective power in the 130s. It was reported that "everything looked good;" however, during withdrawal of the applicator, it was noted that the ablation zone was not good enough. Another same device was opened and the ablation zone was retreated. The procedure was completed successfully and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. During visual/microscopic evaluation of the returned device, a gap between the needle/ceramic tip was noted.